Manufacturer narrative:
The device was returned to cardiac surgery on (B)(6) 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic view harvesting procedure, the vasoview hemopro short port was not able to hold carbon dioxide (co2). It was reported that there was blockage between the co2 and the short port, so as it wouldn't deliver co2. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.